Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-mar-2016, an fse conducted on-site follow-up with the customer. The fse replaced the 2-way solenoid valve for the wash waste, wash pump and waste pump. The tubing for the wash bf probe was replaced and the wash and substrate temperatures were adjusted . The customer was advised to recalibrate and instrument returned to normal operation. There was no further action required by fse. The most probable cause of the reported event was due to a defective 2-way valve.

Event description:
On (B)(6) 2016, a customer reported leaking from their aia-360 analyzer. The customer is unable to run ctni and ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.